Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/06/2021.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed the filled bag with clear liquid in the over pouch which suggested a leak had occurred; however, the source of leak is not visible. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1500 ml dual-chamber eva (ethyl vinyl acetate) bag leaked from an unspecified location. This occurred during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.